Manufacturer narrative:
Scrapped.

Event description:
The user facility reported that the device lost adhesion on the wound after a procedure. Portion of the zip device had to be removed and replaced with sutures.

Event description:
The user facility reported that the device lost adhesion on the wound after a procedure. Portion of the zip device had to be removed and replaced with sutures.

Manufacturer narrative:
Scrapped.